Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach was not further specified. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection megex (500 mg, in each bag, intraperitoneally, duration not reported) and injection amikacin (250 mg, in night bag, intraperitoneally, duration not reported) for peritonitis. At the time of this report, treatment with amikacin was ongoing and the patient&#38112;recovery status was unknown. It was not reported if the patient was retrained in aseptic technique. Dianeal therapy was ongoing. No additional information is available.